Event description:
It was reported that the patient and the patient¿s mother called in stating that the connector would not turn to the right. No physical damage was observed on the pump or the connector. The agent instructed the patient to use a new connector, which turned properly. A full supply change was then completed. The connector lot number was reported as 34257. The patient¿s blood glucose was not affected, and the issue was resolved. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.